Manufacturer narrative:
Please note the hde number for this device - h230007. According to initial reports, an implant registration was received through the website notating, "product implanted. Pt deceased in or @ end of case." Date of implant (B)(6) 2025. This investigation is relegated to amds55 c2460860a for death. Additional information received from rep. "Per dr (B)(6)I, patient died of right ventricular failure. Graft [amds device] worked, no deficiency of product. Product will not be returned." The manufacturing records for amds55 c2460860a were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. A 61-year-old male patient had an amds-55 (lot #: c2460860a) implanted on (B)(6) 2025. The complaint report states, ¿product implanted, pt deceased in or @ end of case.¿ additional information received from the artivion representative states ¿per [surgeon], patient died of right ventricular failure. Graft [amds device] worked, no deficiency of product. Product will not be returned." No additional information is forthcoming. The physician's statement confirms the event had no relation to the device or implant procedure. In addition, the cause of death was rv failure which is not related to the aortic segment of the amds device. Of note, ¿death¿ is listed in the clinical evaluation report (cer) as a potential side effect. Artivion device inspection and lot history record demonstrates device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds55 c2460860a to identify previously reported complaints or recalls associated with this lot number. No complaints or recalls were identified for this lot number. Based on the available information, the cause of death was rv failure which is not related to the aortic segment of the amds device. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion - formerly cryolife/jotec is accurate or has been confirmed by artivion - formerly cryolife/jotec.

Event description:
According to initial reports, an implant registration was received through the website notating, "product implanted. Pt deceased in or @ end of case." This investigation is relegated to amds55 c2460860a for death. Additional information received from rep. "Per surgeon, patient died of right ventricular failure. Amds device worked, no deficiency of product. Product will not be returned."

Manufacturer narrative:
Please note the hde number for this device - (B)(4). According to initial reports, an implant registration was received through the website notating, "product implanted. Pt deceased in or @ end of case." Date of implant on (B)(6) 2025. This investigation is relegated to amds55 c2460860a for death. Additional information received from rep. "Per dr. (B)(6), patient died of right ventricular failure. Graft [amds device] worked, no deficiency of product. Product will not be returned." The manufacturing records for amds55 c2460860a were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. A 61-year-old male patient had an amds-55 (lot#: c2460860a) implanted on (B)(6) 2025. The complaint report states, ¿product implanted, pt deceased in or @ end of case.¿ additional information received from the artivion representative states ¿per [surgeon], patient died of right ventricular failure. Graft [amds device] worked, no deficiency of product. Product will not be returned." No additional information is forthcoming. The physician's statement confirms the event had no relation to the device or implant procedure. In addition, the cause of death was rv failure which is not related to the aortic segment of the amds device. Of note, ¿death¿ is listed in the clinical evaluation report (cer) as a potential side effect. Artivion device inspection and lot history record demonstrates device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds55 c2460860a to identify previously reported complaints or recalls associated with this lot number. No complaints or recalls were identified for this lot number. Based on the available information, the cause of death was rv failure which is not related to the aortic segment of the amds device. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.